Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level that would not come down. Customer's blood glucose level was 652 mg/dl. Her legs were swollen and had edema. She was wearing her insulin pump at the time of the emergency room visit. The customer is allergic to the tapes and had a small lump in one of her infusion set sites. The customer was on vacation and one infusion set leaked. The insulin pump alarmed a max bolus exceeded and calibration error. The self-test, displacement, and high pressure tests passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.